Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10 no product was returned; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be established. It is not sure if palacos r+g contributed to the event as no surgery reports or x-rays are available. It might be also possible that the pain derives from the part of the knee that was not treated with a partial knee implant. Pain after surgery and a possible loosening are known risks for endo-prosthesis therapy. Moreover, there is insufficient information to establish a causal relationship to our bone cement. Pain after surgery and a possible loosening are known risks for endo-prosthesis therapy. There are many possible causes for such events like bad bone structure. If a user error was present, it could not be assessed, as no information was given regarding the handling of the bone cement. The technical analysis found no clues for a product issue. All in all, there is insufficient information to establish a causal relationship. But, due to the timely relationship between the application and the occurrence of pain, a causal relationship cannot be totally ruled out. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d1, d2, d4, d11, g3, g4, g6, h1, h2, and h10. D11- medical product oxf twin-peg cmntd fem md PMA item# 161469 lot# unk oxf uni tib tray sz b lm PMA item# 154720 lot# unk

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: unknown oxford femoral. Unknown oxford tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left partial knee and claims to have pain and loosening four years post implantation which will require a revision. Attempts to obtain additional information have been made; however, no more information is available.